Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an application crash, with error messages, that occurred during the use of the pacing system analyzer for measurements. The first error occurred during the initial use, second after the restart, and third after restart of everything. Alegacy analyzer was used to complete the case. The application was later removed and reinstalled to be attempted again with a future case. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.